Event description:
A patient report blood glucose results of "54 mg/dl, 107 mg/dl, 122 mg/dl, and 134 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to check the product. The meter was replaced.